Event description:
It was reported that, warmer drapes seem to be frequently compromised. Staff are reporting that the drapes don't seem to be punctured but continue to collapse within themselves and leak saline into the warmer. No patient injuries, infections or complications were reported.